Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with asthenia associated with dyspnea stage 2 due to structural valve deterioration. On (B)(6) 2019, the device was explanted. (Clinical study patient ID: (B)(6))

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with asthenia associated with dyspnea stage 2 due to structural valve deterioration (svd). On (B)(6) 2019, the patient was treated with a diuretic (lasilix). On (B)(6) 2019, an echocardiography was performed revealing degeneration of the valve and a mean gradient of 59 mmhg. On (B)(6) 2019, the device was explanted confirming svd and calcification of the device. The device was replaced with an edwards magna ease valve. The procedure was completed without sequelea and the patient was discharged.

Manufacturer narrative:
An event was reported of symptoms of "asthenia associated with dyspnea stage 2 due to structural valve deterioration," with high gradient and calcification found at explant approximately 8 years after implant. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.